Manufacturer narrative:
Batch review performed on 22-dec-2022. Lot 2106764: (B)(4) items manufactured and released on 04-nov-2021. Expiration date: 2026-10-24. No anomalies found related to the problem. To date, (B)(4) item of the same lot has been sold.

Event description:
At about 3 months after the primary surgery, the patient came in reporting pain due to a subsided stem and the cause is unknown. The surgeon revised the stem and head. The surgery was completed successfully.